Manufacturer narrative:
H10: no product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. Lacking any additional evidence in the complaint file attachment, and details in the complaint description, a probable cause could not be determined. Therefore, this complaint has been closed as unconfirmed. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
UDI and catalog information are unknown. Premarket (510k) number is unknown. Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that per mw5111586, the patient reported that two of her cassettes were leaking and giving disposable error. Patient is unsure of lot number. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information is available at this time. The reported product fault occurs while in use with the patient. No patient injury. The actual cassette available for investigation and replace the cassette. The patient have additional cassettes they were able to switch to successfully continue their infusion life sustaining. The outcome of the event was resolved.